Event description:
It was reported that a polarity switch had occurred on the right ventricular (rv) lead. A lead warning was triggered due to high impedance and high pacing threshold. An apparent lead fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Automatic lead diagnostics shows ventricular lead impedance increased from baseline of approximately 1500 ohms to greater than 3000 ohms the week ending 2013-(B)(6). Ventricular lead warning occurred on 2013-(B)(6).